Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the stimulator was randomly turning off automatically. Adaptive stimulation (as) was not being used. It was reported that the patient had not kept a diary. It was reported that their stimulation usage showed that on 11-21, 11-24 and 12-12 it was off. The device was last interrogated on the 19th. It was reported that the patient reports three days a week. The patient confirms ¿by coughing when it is on they could feel stimulation¿. When communicating with the patient controller it shows stimulation. The patient stated that the times the device turns off are random. It was reviewed that only the controller and clinician programmer can make changes to the ins and that they would need more information to investigate the issue further. It was advised to have the patient keep a diary of all events and to generate an data file at the next appointment for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was turning off unexpectedly. The caller stated the ¿controller kept turning off stimulation.¿ they mentioned that when stimulation was off the patient was in pain. They stated that they had met with a manufacturer representative (rep) two times about the issue of stimulation turning off on its own. The rep suggested that they take the battery out and replace it. The caller stated a lot of times the patient notices the stimulation was off when they got up in the morning, but it also happens at various different times and when they were doing different things as well. The caller stated it was happening several times a week. It was reported that the controller showed that stimulation was off when the patient noticed their therapy was turning off by itself. Patient services reviewed that the caller start a journal regarding when stimulation turned off to collect more information. It was also reviewed to use the arrows instead of the top button on the controller to wake the controller up to avoid accidentally turning stimulation off when using their controller screen. The event had been occurring for about two months since (B)(6) 2019. It was also noted on the call that the controller was frozen on the unlock screen and would not unlock. It was indicated that the controller was reset and the issue was resolved. This issue occurred on (B)(6) 2019. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep) reporting that they had spoke with the patient had them take out the battery and put it back in to their device to reset it. It was reported that the rep told them to call them if they had any other issues and the rep never heard back from them so they assumed everything was ok. The rep just heard back from them yesterday and the rep stated that they had them call patient services and they stated they told them basically the same thing the rep told them. The rep indicated that they told their wife to give them a shout if their issue continues to happen and the rep would check out their system for them. No further complications were reported/anticipated.